Event description:
According to the reporter when testing the device prior to use, the instrument would not close. Another device was used without issue. There was no patient involvement in this event.